Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent damage and mislocation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access site during a procedure of the concentric, mildly tortuous, mid diagonal artery the 2.25 x 23 mm xience xpedition stent delivery system was advanced but could not cross the lesion. The device was removed and outside the anatomy it was noted that the distal stent struts were flared. The device was not used; a second xience xpedition stent was used in the procedure without reported issue. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Return device analysis revealed the stent implant was stationary on the balloon; however, it was not between the markers and was located 4 mm distal to the distal edge of the proximal marker and the proximal end of the balloon had opened folds and the outer member was necked at the proximal end of the proximal seal. No additional information was provided.